Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (43 mg/dl). Reportedly, pump settings were recently adjusted by the customer's health care professional. Customer stated they believe the recent settings adjustment that was made is the cause of the low blood glucose level. Customer stabilized blood glucose levels with glucose tablets and orange juice.